Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their bed to bed overview feature was not operating as expected. The pop up window would not open and remained black. The device was in use monitoring patients. No adverse event was reported.